Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the same information about the patient's ins turning off due to recharging difficultly. The consumer mentioned the patient's doctor told them their ins had turned off twice and the patient swore they didn't turn it off, but the patient doesn't realize that they are turning the ins off themselves. The patient's parkinson's disease has progressed, so the patient is "having trouble getting her act together" and requires assistance with recharging the ins. The patient cannot differentiate between the lock on their wheelchair and the wheels. No allegations were made regarding therapy; therapy manages the patient's shaking and their "cognitive ability to talk is good" when therapy is on. The patient's doctor wants the ins charge level to stay between 70-75%. The patient lives in an assisted living facility, but the facility does not help the patient charge the ins.

Event description:
Additional information received from the consumer reported they were able to sync with the implant using the patient programmer (pp) and turn therapy back on.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient programmer pp showed therapy was off. The patient tried to charge the ins for about a week and a half, but the ins charge did not advance past 25%. The patient said they usually had full coupling bars, but today only 4 boxes were filled. The patient charged the ins all night long and did not advance. The patient service specialist asked if the patient had had any falls or surgeries, and the patient said no. During the call, the patient could get 4 coupling boxes filled in, but the coupling boxes would then show full and then go away. The issue was not resolved. The caller confirmed that the recharger charge level was at about 50%. An email was sent to the repair department to replace the recharger and desktop charger dtc. The patient was redirected to their hcp if the replacement equipment did not resolve the issue with recharging. The patient may call back if able to charge the ins over 25% to use the programmer to turn the therapy on. No symptoms were reported at this time. Additional information received from the consumer reported when they used their new equipment the programmer showed the implant was low. The consumer connected with the recharger and got full coupling. Additional information received from the consumer reported therapy was turned off, and they were trying to turn therapy back on. The patient programmer (pp) indicated the neurostimulator charge level was low and they could see therapy was off. The consumer was then able to turn therapy back on. During the call the consumer wasn¿t able to get the coupling bars to fill in but were about to get 6-8 bars last week. It was reviewed to try using adhesive discs rather than holding the antenna by hand. Additional information received from the consumer reported the programmer showed therapy was showing off as of 4-5 weeks ago after leaving the hospital for an unrelated issue. During the call the programmer showed therapy was off and low. The consumer was instructed to charge when they found their recharger. Additional information received from the consumer reported the implant was off and they were having symptoms. The consumer also mentioned the patient fell last week and cracked their ribs and were having more ¿movement¿ than last week. The patient was able to connect with the implant with the recharger and it was about 25% charged, but there were issues getting coupling even after a new recharger was received. The patient was unable to get in until the end of november and wanted help to get recharged so they could turn therapy on.

Manufacturer narrative:
Section d information references the main component of hte system. Other relevant devices are: product ID 37651 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.